Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leaked out from the cartridge. No adverse event reported. Alleged cartridge has been discarded; pump to be returned.